Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that the device had an off/no power alert which was preceded by a low battery alert. During troubleshooting, the customer replaced the battery and the display returned. Blood glucose level at the time of the incident was 161 mg/dl. The customer was advised to monitor the insulin pump and it will not be replaced or returned for analysis.